Manufacturer narrative:
The sample was inspected on site by a qualified baxter technician. A preventive maintenance check was performed on the device on site. A visual inspection, keypad test, memory test, downstream occlusion sensor test, and flow rate accuracy tests were performed, and all tests passed with zero observations. There were no hardware or software anomalies that would induce the reported allegations. The reported condition was not verified. The user facility chief biomedical engineer assessed the pump and found no issue with the doors or the downstream occlusion settings/alarms. Sample analysis showed that the pump's hardware met specification under testing conditions. A device history review revealed no issues that could have caused or contributed to the reported issue. The device met all acceptance criteria prior to release from manufacturing. Review of the event history log found no alarms for jammed doors with regard to the alleged difficulty to close the pump doors. An event history log review was performed and the on the day of the event, the infusion was programed at a rate of 999ml/hr and volume to be infused (vtbi) of 250ml. The infusion was immediately interrupted due a downstream occlusion. The downstream occlusion auto restart was manually cancelled, and the tubing was unloaded and then reloaded before resuming infusion. Nine minutes later, the infusion was interrupted due an air in line alarm after the delivery of 151ml. One minute later, the door was opened, and set was unloaded and never reloaded. Infusion was never resumed. Approximately four hours fifteen minutes later, the pump was on idle and then powered off. The operators manual instructs the user in the event of downstream occlusion alarm to troubleshoot the alarm by eliminating closed clamp, kinked tube, clogged filer or clotted catheters. These actions do not require opening the door or unloading the IV set as evident through the event history log review. Based on review of the information available, including sample analysis results, operator-related causes cannot be excluded for the allegation that the pump's door could not be closed. In the absence of further information, the cause of the reported death could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the nurse could not shut the door of a spectrum iq pump and a downstream occlusion alarm occurred while a pre-heart transplant patient was being transported. The nurse stated that they could not get the pump to deliver the medications that were ordered during the code. The patient could not be resuscitated and passed away. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.